Event description:
A customer reported that there were noise and aspiration issues during a surgical procedure. A system message was also displayed. The procedure was completed with the same system accessories. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).